Event description:
Ongoing unexplained medical symptoms, for up to 20 years, with accelerated symptom development 3 years ago, 1 year ago and 3 months ago. Symptoms and approximate year of onset: - panic attacks severe enough to risk employment - treated with ativan, 1983-. - unexplained irritability -1990? - constant depression -1982-. Prescribed prozac - bad reactions, then wellbutrin. Mis-prescribed lithium, with bad reactions. Prescribed wellbutrin in 1992? 1995? 1996? - suicidal ideation -1995-. Numbness and tingling in extremities -1999-. Frequent urination during the night -1999- unexplained chronic fatigue -1981-. Stamina worsened in 2000 to reduce employability/work output to 15% of prior levels. Cold hands and feet, even in moderate/warm weather -1990??- bloated feeling most of the time -1997-. Difficulty remembering or use of memory -1995- sudden, unexplained or unsolicited anger -1983- difficulty in making even simple decisions -1995- tremors of fingers -1997- twitching of eye muscles -1999- leg cramps -1990??- constant or frequent ringing or noise in ears -2000- get out of breath easily -1990/1999 worsened - frequent or recurring heartburn -1999- excessive itching -1998- unexplained skin irritation -2000- metallic taste in mouth -1980???- jumpy, jittery, nervous -1995??- chemical and medicine intolerance/sensitivity -1985?- drowsiness, esp. After eating -1982- unexplained chest pains -1998- stiffness or pain in joints, esp. On waking -1990- occasional tachycardia -1995??- unexplained fluid retention -1998?- headaches just after eating -2000- alternating mild constipation/diarrhea -2000- sudden weight gain of 30 lbs. -2000- blood coagulation problems -1985- weakened immunity, resulting in shingles -1999- and hpv -1999- lower back and shoulder blade pain -2000- stress intolerance 1995/2000 worsened.